Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The 510 k number and pro code for the power port isp m.r.I., 8fr groshong products are identified in d2 and g5. H10: the lot number for the device was provided; therefore, a lot history review was performed. The device was returned for the evaluation. The investigating is unconfirmed for material deformation. A definitive root cause could not be determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable port allegedly experienced material deformation. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s. But, it is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The 510 k number and pro code for the power port isp m.r.I., 8fr groshong products are identified. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable port allegedly experienced material deformation. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.